Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports having a sinus infection and inflamation of his nose with md intervention requiring antibiotics. In addition the customer was not properly cleaning their equipment per our IFU and discontinued use of both the CPAP and soclean at the same time, therefore the source of infection is unclear.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports having a sinus infection and inflamation of his nose with md intervention requiring antibiotics. In addition the customer was not properly cleaning their equipment per our IFU and discontinued use of both the CPAP and soclean at the same time, therefore the source of infection is unclear.